Event description:
During an afib ¿ paroxysmal procedure, it was reported the temperature reading on stockert lowered to 29 degrees after successfully ablating. The pre-ablation temperature was 36 degrees and only lowered to 29 after 3, 30 second ablations. A 'temp too low' error appeared when ablation was attempted. The redel and hypertronic cables, ablation catheters, and stockert generator were exchanged. With the replaced stockert unit, one more ablation was performed. The temperature was again lowered to 29 degrees again. After further troubleshooting, the same issue remains. Physician decided to abort the procedure. Additional information provided stated the case was rescheduled for a later date. Transseptal puncture was already performed prior to procedure cancellation. Physician did not consider cancelling the procedure cause a potential risk to the patient. Patient did not require extended hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an afib ¿ paroxysmal procedure, it was reported the temperature reading on stockert lowered to 29 degrees after successfully ablating. The pre-ablation temperature was 36 degrees and only lowered to 29 after 3, 30 second ablations. A 'temp too low' error appeared when ablation was attempted. The redel and hypertronic cables, ablation catheters, and stockert generator were exchanged. With the replaced stocket unit, one more ablation was performed. The temperature was again lowered to 29 degrees again. After further troubleshooting, the same issue remains. Physician decided to abort the procedure. Additional information provided stated the case was rescheduled for a later date. Transseptal puncture was already performed prior to procedure cancellation. Physician did not consider cancelling the procedure cause a potential risk to the patient. Patient did not require extended hospitalization. Unit service was declined by customer. Customer complaint cannot be verified. DHR review was performed. No anomalies were noted in manufacturing or service.